Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. Customer¿s blood glucose (bg) ranged from 400 mg/dl to 600 mg/dl with trace and 0.7 ketones. Customer consumed water and loaded a new cartridge to address elevated bg levels. Reportedly the customer reverted to an alternate pump for insulin therapy and also confirmed that manual injections are available.